Event description:
It was reported that a red alert was received via latitude remote monitoring system, indicating this right ventricular (rv) lead yielded out of range pacing impedance measurements. This lead currently remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).